Event description:
This information was received from a FDA medwatch number (B)(4). "While placing the mayfield pins and attaching the headrest on the or, the surgeon attempted to lock the  device into place but the lock malfunctioned and the device slipped, causing possible trauma the bilateral pin sites. CT scan ordered post-op to assess area. In speaking with the surgeon, he also stated that he tightening screw did not maintain its position, allowing the patient's head to slip casing a small laceration. 2 stitches were needed to close small laceration in the right scalp by mayfield pin which is sharp. " (B)(6) 2012: spoke with (B)(6) at the user facility. She stated that the patient was discharged home and she was not informed of any lasting ill effects from the incident.  When asked about clarifying which product was actually used, as the medwatch states product number m-1500 which is an assy spetzler skull clamp, but the brand name was listed as a mayfield infinity skull clamp system, she was in the process of contacting the operating room for that information.  (B)(6) 2012, writer spoke with (B)(6) at the facility. She was able to clarify that the product being used was carefusion's m-1500, assy spetzler skull clamp along with the mayfield pins. She stated the operating room nurse has sent the device for repair and it was adjusted and has been used in several cases since without incident. She stated that the patient involved in the incident has recovered fully and suffered no lasting impairment.

Manufacturer narrative:
(B)(4). No instrument was received for evaluation. The lot code cannot be determined without sample, and no lot code was reported. Without the actual sample, we are unable to confirm your report and assign a root cause for your complaint. Without the lot code a review of the lot specific history is not possible. Further information from the user facility was that the unit had been repaired and has since been used in several cases with no further incidents. No corrective actions taken at this time.